Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-290 series, chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The device evaluation was able to confirm the customer¿s allegation of a water supply failure. Due to the clogged nozzle, the water supply and air supply volume and water removal ability did not meet specification. In addition to the findings reported in b5, a worn angle wire caused the bending angle in the up direction to not meet specification. The bending section adhesive was cracked, chipped and has a white-clouded area. Scratches were on the device, the distal end cover had a dent, adhesives around the light guide lens had a white-clouded area, the universal cord was wrinkled and paint the air/water and suction cylinders had peeled. Due to a cut on heat shrinking tube of the forceps elevator lever, expected insulation capacity could not be obtained. Additional information was requested regarding this event. This report will be supplemented when additional information becomes available.

Event description:
The olympus representative reported a water supply failure on loaner evis lucera elite colonovideoscope. During testing and inspection of the returned device, the nozzle was clogged and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.